Event description:
Patient was taken to surgery for treatment of a volarly displaced comminuted intra-articular distal radius fracture with a sagittal split at approximately the level of the lunate facet. There were three main intra-articular pieces. There was a large volar shear piece that was keyed nicely and anatomically and was then keyed to the distal radial articular surface. It was secured to the shaft with cortical screws and then a series of locking screws were placed distally to obtain a near anatomic reduction of the articular surfaces. Fluoroscopy was used to confirm excellent alignment of the fracture. Postoperatively, the surgeon became aware of the retained locking tower. The patient returned to surgery seven days later for removal of that locking tower with no additional problems.